Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). It was noted that following the activation of the system, it has not worked appropriately, and the patient needed liners to manage the symptoms. An ultrasound was performed during urodynamic examination, in which fluid loss was noted as the balloon was empty. A revision surgery was scheduled to address the experience. There were no further patient complications.